Event description:
Bardport insert in 2007. Post procedure x-ray confirmed placement. Catheter functioned appropriately in outpatient treatment center. Treatment center contacted surgeon after last chemotherapy regarding non functioning port. Patient stated treatment center attempted to check catheter and site ballooned up immediately after instilling. Patient taken to or approx four months later, and stated she has a "broken catheter." Taken to the or and fluoro revealed catheter appeared to be intact/alignment. Upon attempting to remove the catheter the port, hub, and a small portion of the catheter around the neck and approximately 1/16th of an inch of the catheter was not connected to the remainder of the catheter. The port section was removed and sent to pathology for measurement and inspection. The remainder of the catheter could not be removed. Patient referred to radiology special procedures via ambulance to remove retained catheter.